Event description:
It was observed that during the device evaluation, the subject flexible scope device exhibited coating of the insertion section serpentine tube is peeled off (1 mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the peeling of the coating malfunction: result of degradation, stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.